Event description:
Kurin butterfly needle system used x3 in attempt to obtain blood cultures from patient (pt.), each time the needle auto-retracted without button being touched when paramedic was attempting blood draw. Lot number for all 3 is 8618-051324-f1 and same expiration date of 2026-05-13. Resulted in unnecessary pokes for labs for pt.